Event description:
It was reported that the inflatable penile prosthesis (ipp) device is going to be revised because "saline leakage is observed so implants are not functioning." Additional information received states the ipp device was explanted due to fluid loss causing the device to no longer work. The device issues began in (B)(6) 2019. Following the revision surgery there were no further complications.

Manufacturer narrative:
Additional information provided. Additional manufacturer narrative: date of event entered is an estimated date as the exact date of event was not provided.

Manufacturer narrative:
Fluid loss was reported. The ams700 device was visually inspected and functionally tested. There was a leak in one cylinder that was the result of sharp instrument damage consistent with explant damage this cylinder also had broken fabric threads. Due to the determination that the sharp instrument damage was consistent with device explant, the identified sharp instrument damage will not be considered a probable cause for the reported events because it is a secondary failure. The other cylinder had broken fabric threads and bulged when inflated. The pump was not functionally tested due to the cylinder failures. Although the leak identified was considered a secondary failure, the identified cylinder bulging and broken fabric threads identified indicate it is probable that these events could contribute to the reported non-functioning device. The ams700 reservoir was visually inspected and functionally tested. No leak was found. It performed within specifications. Fluid loss was not confirmed. Review of manufacturing documentation was performed to ensure that all required in-process and final inspections and testing were completed. Review of the manufacturing records found no evidence that the device failed to meet applicable product specifications prior to shipment from bsc. The product analysis confirmed bulging cylinders due to broken fabric threads as the probable cause of the reported allegations. The product record review indicated that the product met all in-process specifications prior to leaving bsc and the reported events do not represent a new or unanticipated event. The investigation conclusion code of cause traced to component failure was chosen based on the facts that the reported allegations can be traced to a component failure identified during product analysis. Based on the results of this investigation, no escalation is required. If further information is received at a later date, the product investigation will be reopened to address the additional information.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device is going to be revised because saline leakage is observed so implants are not functioning. Additional information received states the ipp device was explanted due to fluid loss causing the device to no longer work. The device issues began in february 2019. Following the revision surgery there were no further complications.

Manufacturer narrative:
Date of event entered is an estimated date as the exact date of event was not provided.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device is going to be revised because "saline leakage is observed so implants are not functioning." Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.